Event description:
It was reported that the patient experienced a lack of efficacy since the implantable deep brain neurostimulator (ins) system had been replaced. The patient's therapeutic settings used electrode 2. The ins was showing an open circuit of 40,000 ohms. The patient underwent revision surgery. Impedances were c2 20,253, 02 21,000, 12 21,650, 23 40,000. It was found that there was a loose connection at the ins header block. It appeared that the extension to the ins connection was wiped down and reconnected. After surgery, impedances were back to normal. The ins was programmed back to the patient's therapeutic settings.

Manufacturer narrative:
Extension model 748251, (B)(4), implanted: 2005 (B)(6), explanted: unk, lead model 3389-40, lot# j0542894v, implanted: 2005 (B)(6), explanted: unk.